Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.

Event description:
A peritoneal dialysis patient reported that drain complication occurred during treatment. Nurse stated that patient had peritonitis around that time was the cause of the drain complications. Patient's nurse stated that the patient had peritonitis due to touching the end of her catheter; touch contamination. Sample has not been returned to the manufacturer.